Manufacturer narrative:
The software analysis was unable to determine the probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: clarification was received that no parts were replaced during the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: 2.3. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system became unresponsive. It was not possible to move the mouse. A hard shutdown was performed and it worked normally again. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.